Event description:
On (B)(6) 2012, a representative from torrance memorial medical center in (B)(6) contacted allen medical to report that a nurse sustained an injury with no permanent or last effects when she improperly handled a pal pro stirrup. There were no broken bones or nerve damage but the employee missed some work. According to the hospital rep, there was no pt involvement.

Manufacturer narrative:
An allen rep visited the customer site and reviewed the pal pro stirrups being used there for function and safety. No issues were found. The serial number of the unit involved in this report was not identified by the hospital. In conversations with the user staff, it was learned that the nurse injured had failed to follow the instructions for use provided with the product. According to the reporter, the nurse supported the pal pro stirrup with her hand, which she had placed in between the center rod and the gas cylinder of the stirrup. At the same time, she placed her other hand at the far distal end of the stirrup, depressing the actuation button on the handle. She did so while maintaining hold on the actuation button - which caused the gap between the cylinder and center rod to close as the stirrup actuated. By design, if the handle is released, the actuation of the stirrup ceases. There were no permanent injuries sustained. This allen rep is working with the staff, providing in-service training and instructions for use. A review of reportable events going back ten years did not find any similar reports for this product.